Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device batch number mj8bhzq0 and no non-conformance's were identified. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were there any patient consequences? What medical/surgical intervention was provided?

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2019 and the suture was used for the surgical suturing of the layer of muscle fiber at lumbosacral level. After the suture, the needle did not present the tip. An accurate washing and careful research of the missing part have been done in surgical site with no proof. Additional information has been requested.